Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned for investigation, and no other evidence (e.g. Photographs) were supplied. Device history lot : device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 3, by product family: 4x smartset ghv. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When opening the powder component it was found to be lumpy.